Event description:
It was reported that during a thyroid procedure, the device was making chirping sound and was not cutting and coagulating correctly. They got a new device to complete the procedure. There was no pt impact. The device will be returned.

Manufacturer narrative:
Info anticipated, but unavailable at this time.